Manufacturer narrative:
(B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. (B)(4). A manufacturing record evaluation was performed for the finished device batch, and no non-conformances were identified. Related events captured via 2210968-2021-06434.

Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2018 and mesh was implanted. The patient reported experiencing mesh expulsion twice through vagina canal and one time to the bladder on unknown dates. The patient further reported undergoing five unspecified repairs since december 2013. No further information is available.